Event description:
It was reported that the bladder of a half day infusor burst. This happened before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). This batch was manufactured from 06/24/2013 - 06/26/2013. Evaluation summary: the device was received for evaluation. Visual inspection was performed, and a rupture was not observed. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.